Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. This condition is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was a false empty detected and a use error, as the initial drain alarm setting was inappropriately programmed. Homechoice and homechoice pro apd systems patient at-home guide gives the warning that "too low an I-drain alarm volume can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. If any additional relevant information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in therapy, which initiated on an unknown date due to a future date recorded in the log, during night drain cycle one. The patient's ultrafiltration reading was 2243ml, which indicates that the home patient (hp) drained 2243ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.